Event description:
Externalized conductors were observed via review of cine. On (B)(6) 2012, review of echo noted vegetation on the lead. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.

Manufacturer narrative:
A partial lead was returned in two pieces. Internal insulation abrasions were observed at 3.0cm to 3.7cm, 3.5cm to 6.4cm, and 6.1cm to 8.3cm from the distal end. The etfe coating was intact at all these locations.